Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) was unable to interrogate this pacemaker using a programmer. Technical services (ts) reviewed the device data and verified that the appropriate telemetry wand was being used. Ts instructed the health care provider to reposition the wand over the device and continue troubleshooting. No adverse patient effects were reported. This pacemaker remains in service.